Manufacturer narrative:
(B)(4) evaluation summary: the device was returned for analysis. The reported leak was unable to be confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat an unspecified lesion in the femoral artery. After preparing a 5.0 x 80 mm fox plus balloon catheter per the instructions for use, it was advanced to the lesion; however, when inflating the balloon it would not inflate. The catheter was removed and outside the anatomy, it was submerged in water, when bubbles were visible coming out of the shaft where it connects to the balloon. Another unknown balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.